Manufacturer narrative:
UDI number: (B)(4). Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 19mm 11500a pericardial aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of approximately one (1) years, six (6) months due to significant aortic insufficiency. Immediate post-operative echo from the original implant procedure was reportedly fine but has developed significant regurgitation. Per received echo imaging reports: tee performed at pod #9 showed the implanted valve without significant stenosis or regurgitation. Tee performed at an implant duration of two (2) months showed the aortic valve to have a valve gradient of 14.6 mmhg with mild regurgitation. Tee performed at an implant duration of approximately one (1) year showed mild intravalvular leak. Tee performed at one (1) year, two (2) months demonstrated aortic regurgitation with increased gradients.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
It was reported that a patient with a 19mm 11500a pericardial aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of approximately one (1) years, three (3) months due to significant aortic regurgitation and increase gradient. Postop tee from the original implant showed the aortic valve seated well without pvl or ai. During the initial surgery an unknown edwards 25mm mitral pericardial valve (2020-09355-2) was explanted at implant due to moderate central jet. The mitral valve was replaced with a 29mm non-edwards valve. Per the medical records, ¿at this point, once the patient's blood pressure was normalized in the 120s systolically, the mitral regurgitation jet remained. The aortic cross-clamp was then replaced. The patient's heart was then re-arrested with cardioplegia and her aortotomy was reopened again. At this point, inspection of the mitral valve from here revealed that there was possibly a band of muscle that might have been impeding the leaflets full closure across one of the mitral valve posts¿ the patient's mitral valve appeared intact. However, there was a central portion were the leaflets appeared to not collapse. The mitral valve prosthesis was then removed after all the pledgeted sutures were removed along with their pledgets.¿ per the medical records: the patient has a history of pregnancy and s/p emergent mitral balloon valvuloplasty post-delivery at 25 weeks. She presented with severe mitral valve stenosis and moderate aortic insufficiency and underwent an mvr and avr. Native mitral valve had significant calcification throughout anterior/posterior leaflets and were also severely thickened. Postoperatively she developed anemia and thrombocytopenia; hit pf4 antibody was negative. On pod #7, the patient discharge home on coumadin. 2 day later (pod #9) outpatient EKG: atrial fibrillation. Tee showed aortic valve with no significant stenosis or regurgitation. No laa thrombus/clot and normal lv function. Cardioversion was performed. 2-month f/u echo showed mild ar with mean gradient 14.6mmhg. 1-year f/u echo showed aortic leaflets not well visualized, mean gradient 44mmhg with mild intravalvular leak. 14 months tee showed significant ar which is difficult to quantify given limited visualization due to acoustic shadowing and mean gradient of 36mmhg. Leaflets appear thin and open normally. 36-year-old female with a history of rheumatic fever, appendicitis s/p lap appendectomy, pregnancy, significant ms, s/p mitral valve balloon valvuloplasty, and amaurosis fugax x2. Internal echo/tee imaging impression: the cause of increased transvalvular gradients and decreased eoa is unclear. Leaflet appearance and motion remain normal, arguing against prosthesis stenosis. Although significant ar could explain an increase in gradients mediated by high flow; the severity of ar appears stable, and this would not explain an interval decrease in eoa.